Manufacturer narrative:
The intraocular lens (iol) was returned to our manufacturing facility for an evaluation. The evaluation revealed upon receipt that the lens was cut into two (2) pieces. The lens had surface residuals adhered to both sides of the optic body compatible with a used lens. Optical measurement results showed the lens diopter corresponded to a size 19.5 lens. The evaluation found the lens was within production order specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens was removed and replaced due to improper lens power. It was reported that the patient is doing okay during post operative examination.

Manufacturer narrative:
Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics.